Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient called about her getting uti's from the wicks informed that wicks are not being inserted in her body and stated uti cancan come from bacteria, informed to consult with her dr about her uti's and she stated she just called and she is waiting for them to call her back. Informed for her to stop using until she speaks with her dr and she stated the dr ofc was calling and the line was disconnected. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.